Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet 2 prompted multiple restarts due to an inability to rewind during a full supply change with a 23 in, 6 mm infusion set, after which a new supply change was completed and insulin delivery resumed; the user experienced hyperglycemia with a reported maximum of 269 mg/dl lasting approximately 1 to 2 hours without use of backup therapy or ketone testing and without medical intervention. Symptoms included high blood glucose. Outcomes included temporary disruption of glucose control without hospitalization or long-term impairment. Investigation included troubleshooting and education with the user. Investigation of this case revealed a cause that remained unclear. It was concluded that the event involved hyperglycemia with an undetermined cause and that device function resumed after supply change.